Event description:
It was reported that a knot pusher cut a fiberwire suture in two during a rotator cuff repair case (right shoulder). The suture that was cut was retrieved. An open procedure was then performed to complete the case. Follow-up with the reporter provided info that another incision was necessary for the open procedure; the case was completed successfully. The depth of the implant implanted was reported as fully seated. The quality of pt bone was reported as average. No further pt info was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The cut suture and the knot pusher accessory were both returned for eval. The complaint was confirmed. The event was determined to have been caused by the knot pusher. The suture was received in two pieces; the cut area of the suture was frayed and not a clean cut. Testing results for the sutures met acceptance criteria. The returned suture was function tested with the knot pusher which was also returned; the knot pusher frayed and cut the suture during function testing. The knot pusher eval revealed a sharp edge inside the hole at the distal end. Device history record review revealed nothing relevant to this event. The eval conclusion was undetermined. The reported instrument is currently four years old. An instrument of this age has most likely been subject to wear and tear. As stated in the product dfu-0023r14, g.2., "inspect the instruments for damage prior to use and at all stages of handling thereafter." The most likely cause of this type of event is mechanical damage to the device, such as hitting the device with another device, which can create scratches or nicks; nicks on the knot-tying surface of the device can fray or break suture. The event of fiberwire breaking was not a result of the knot pusher design. This is the third complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.